Event description:
Reportable based on (B)(4) received (B)(4) 2013. It was reported that during advancing a shaft kinked occurred. The very tight lesion was located in the right coronary artery. The physician advanced a 3.50 x 32 mm promus element plus drug eluting stent;however, the shaft kinked proximal to the tuohy outside the patient. The device was removed and the procedure was completed with a shorter device. No patient complications were reported. However, the user medwatch reports that the shaft bent and broke off. The procedure was completed with the implant of a 3.5 x 30 mm non-bsc stent in the proximal rca with satisfactory angiographic outcome.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device eval by MFR: the catheter was returned in two sections due to a hypotube break 235mm from the manifold strain relief. The hypotube was severely kinked at various locations. A visual and microscopic examination found that the outer lumen appeared slightly flattened 4cm distal to the guidewire exchange port. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on user medwatch (B)(4) received 19-jul-2013. It was reported that during advancing a shaft kinked occurred. The very tight lesion was located in the right coronary artery. The physician advanced a 3.50x32mm promus element plus drug eluting stent; however, the shaft kinked proximal to the tuohy outside the patient. The device was removed and the procedure was completed with a shorter device. No patient complications were reported. However, the user medwatch reports that the shaft bent and broke off. The procedure was completed with the implant of a 3.5x30mm non-bsc stent in the proximal rca with satisfactory angiographic outcome.